Event description:
The customer reported a bloody leak of approximately 4 - 5 ml involving the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument and the customer is unaware of the source of the leak. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leak from under the ttm (triple transducer module) assembly where the sample line was disconnected from the flowcell. The fse replaced the sample input line to resolve the leak. Failure mode is attributed to a disconnected sample input line tubing at port 6 from the flowcell. (B)(4).